Event description:
Boston scientific received information from a save to disk data collection on this implantable cardioverter defibrillator (ICD), that over the previous year, the high voltage shock impedance measurement rose gradually from 70 to 130ohms. Review of the logbook episodes demonstrate appropriate right ventricular (rv) lead sensing, which is otherwise artifact free. Although intermittent myopotential noise was observed on the shock channel, it is considered benign because of the distal coil to can vector configuration. The remaining electrical and sensing measurements on the right ventricular (rv) lead are stable and clean. The physician expressed concern regarding whether therapy would remain effective with these higher impedance measurements, and additionally, if there was a specific lead component contributing to this observation. After making a preliminary assessment, a boston scientific therapy and technical services (tts) consultant requested that a boston scientific engineering (eng) consultant to further review the data disk for triad vector analysis of the impedance. Eng reviewed and extracted the individual vectors from the last recorded daily measurement. This measurement had been taken during the most recent routine visit. The overall impedance measurement was 130ohms, with single vector readings of 73ohms (ra to can), 150ohms (ra to rv), and 147ohms (can to rv).

Manufacturer narrative:
Additional information received noted that the patient underwent a ventricular fibrillation induction testing which recorded a shock impedance values of 124 ohms. A review by boston scientific technical services (ts) was requested. Ts confirmed that the shock impedance measurements over the past year have been stable in the 150 to 160 ohms range. It was also confirmed that the delivered shock impedance of 124 ohms was within the anticipated range of 20 to 30 ohms below the daily measurements. A review of the recent stored episodes and induction testing confirmed the device is sensing appropriately and no noise was seen on the right ventricular electrocardiogram. The pacing impedances have also remained constant and within normal range. It was noted by ts that one undersensing beat was seen due to the big/small amplitude change, but no delay in shock was seen. Ts discussed that due to the drop in shock impedance measurements following the induction testing possible calcification phenomenon of the lead was suspected. Ts further discussed that following the shock, some of the calcification is removed, resulting in an overall lower shock impedance measurements. However, the shock impedance measurements may rise again as it was suspected that the calcification is more closely tied to patient physiology rather than system related elements. Normal follow ups were discussed by ts. The most recent information received noted that a review of the save to disk was requested as shock impedance values were > 160 ohms at a clinical follow up. Ts discussed the calcification phenomenon when it comes to this rv lead. Ts noted that not taking into account the commanded shock delivered in (B)(6) 2015 the shock impedance measurements have been stable. Ts discussed ongoing monitoring of the patient and system.

Manufacturer narrative:
Tts recommended continuing with normal follow-up schedule and addressed the physician concerns. Therapy would not be impacted as an actual high energy shock results in a true impedance measurement of 20-30ohms lower than the painless field measurement value obtained during daily measurements. If this higher impedance measurement is continually observed, a commanded r-wave synchronous shock would be recommended to ensure appropriate therapy delivery all the way through the shock, as the second phase can be truncated in higher readings (150-170ohms). Tts believes further action is unwarranted at this time as the impedance value continues to be calculated successfully in the daily measurement, which can display values up to 200ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.